Manufacturer narrative:
The handpiece has been received. Product analysis results are pending completion of evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated during surgery. There was no delay to the case and no patient impact.

Manufacturer narrative:
The product analysis indicates that the handpiece was running rough due to corroded bearings. The one-minute pre-repair temperature test results are as follows: 83.4 degrees f at the rear, 83.7 degrees f at the middle, and 84.1 degrees f at the nose. The bearings and nose were replaced. The handpiece was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the visao handpiece overheated during a cochlear implant procedure.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.